Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure due to normal eri, noise on atrial lead was observed. The lead exhibited noise which had resulted in inappropriate ams episodes in the past. All electrical measurements continued to measure stable and in-range. The lead was capped and a single chamber ICD was implanted. The patient was stable before, during, and after the procedure and will continue to be monitored.